Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones from the device. The device was found to be at elective replacement indicator (eri). To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was provided that the device was later explanted and was returned for analysis. Routine initial device testing indicated that detailed analysis was required.